Event description:
The customer reported via phone call that there was a crack on the lcd screen of the insulin pump. The customer's blood glucose was 130 mg/dl. The customer stated that the damage occurred when the customer slipped and fell with the insulin pump on. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with physical damage as well as a cracked and bleeding lcd glass. The insulin pump had a minor scratched lcd window, a cracked case near the display window corners and a cracked reservoir tube lip.